Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 and for 10 days. She was in intensive care unit. Customer's blood glucose level was 30 mg/dl. The customer overdosed on insulin using a syringe. She injected 260 units of insulin into her vein. The customer was wearing the insulin pump at the time of hospitalization. The customer experienced a hypoglycemic event. The device was not returned.